Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device stopped during ventilation. No patient harm reported.

Manufacturer narrative:
The da-mc cable was delivered to the customer for replacement per (B)(4) to resolve this issue. No patient information received from customer.